Event description:
It was reported a call was received from the doctor the day prior to report stating a cat scan was performed on the patient "due to severe pain a neurological deficits in arms and hands." It was reported the cat scan showed cervical 3998-20 was compressing the spinal cord. It was noted the doctor removed a lead and an extension. Additional information received reported the lead would not be replaced. It was noted the patient did not answer when the manufacturer representative called.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported according to the records of the healthcare professional (hcp) there was no mention of lead compressing the spinal cord. The patient was last seen on (B)(6) and the patient had some pain/numbness issues but reprogramming was done. The patient received some relief and was further sent for physical therapy and had no further appointments on schedule. The hcp inquired as to who provided the event information.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on (B)(6) 2014 the patient wanted to confirm that the manufacturer representative was meeting the patient after an appointment with the doctor (B)(6) 2014 at 9:30am. The manufacturer representative confirmed that a manufacturer representative would be at the appointment. One day later it was reported that the patient contacted the manufacturer representative again to clarify that the appointment was at 11:30am and not 9:30am and wanted to know if the manufacturer representative would still make it. Nine days later, on (B)(6) 2014, it was reported that the manufacturer representative sent the patient an email regarding the new programming and a request that the patient inform the manufacturer representative of the next appointment with the doctor. The patient replied that the a setting done at the doctor's office now was only on the patient's legs again and did not cover the feet, toes or hips. The patient tried the other generated settings and noted that they were "useless" as "all they did provide was just different kind of stimulation but did not cover the whole area." The patient noted that the next appointment was on (B)(6) at 10am at a doctor's office. The patient thought maybe the manufacturer representative could meet there. The patient also noted that they were starting to have "stabbing pain" in their neck and the patient stated "maybe they left something in during surgery." Eleven days later, on (B)(6) 2014 the patient later emailed the manufacturer representative to inform them that the doctor appointment was now (B)(6) at 11am. The patient also noted that the new programming "did not spread out anymore as far as it did" when it was programmed. The patient noted that they could not feel it in the toes or hips and lower back. The patient noted that they turned up setting a but nothing changed. The patient also "hoped that with the next meeting they finally put the I'm and to use." The patient noted that far all the stimulator had brought them was additional pain and no noticeable pain relief." The patient noted that "now they were having some discomfort from the wires under the skin." The patient noted that they "did not understand why the wires were put just underneath the skin so you could still see and feel them." The patient noted that they had "spent $5 ,000.00 out of their own pocket mainly for bills due to the mis-surgery and mistreatment in the hospital that caused them to stay for a week." The patient was not satisfied with the therapy they had received from the healthcare professional (hcp). The patient noted that "it would be nice if for once they could get some positive results." One day later the manufacturer representative confirmed receipt of the patient's email and noted that they were waiting back to hear from the doctor to see if they could meet earlier on (B)(6) before the appointment. The same day the patient replied to the email and noted that they would be having a meeting "that time" with the doctor as well. The patient wanted to know how they were going to proceed and noted that the situation was not satisfactory. The patient noted that they were still in pain, on the "same meds" and "all this already had caused them to have another seizure/tremor again" (B)(6) 2014. The patient noted that they did not like to meet before 10am and thought it might be good to meet after the appointment. It was later reported that the manufacturer representative would not know why the doctor's office did not mention the lead compressing on the spinal cord because the lead was removed. The manufacturer representative further stated that in light of an email received from the patient they were to see the patient (B)(6) at the doctor's office. The manufacturer representative noted that they had some trials set for that day as well and so the appointment may be moved.

Manufacturer narrative:
Concomitant products: product ID 3998, lot # va08wwf, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3998, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3998, lot # va00vyf, implanted: (B)(6) 2014, product type lead; product ID 97754, serial # (B)(4), product type recharger. (B)(4).